Event description:
This lead was explanted and replaced due to a broken or open conductor. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional device code: 1291 we were informed that before this lead was explanted, loss of capture, sensing issues and high impedances were reported.

Manufacturer narrative:
Additional device code: 1291 we were informed that before this lead was explanted, loss of capture, sensing issues and high impedances were reported. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a fracture of the inner conductor coil was found between the ring electrode and the lead tip. This damage can be considered the root cause of the increased impedances. Based on the characteristics of the damage it is assumed, that the lead was subjected to mechanical stress in the implanted state such as consisting bending in this region. Diagnostic images clarifying this assumption were not available for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.